Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 304 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. Unable to verify excessive no delivery alarm due to motor error alarm. Unable to confirm e70 alarm due to erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked battery tube threads, reservoir tube lip. (B)(4).